Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "customer reports physician placing the dlt, and found the cuffs leaking. They tested a second one, and it leaked as well. The 3'rd worked." Associated complaints 8040412-2025-00184 and 8040412-2025-00188.

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage was confirmed upon investigation of the returned sample. The customer returned the actual sample for investigation. Based on visual inspection it was confirmed there are two holes observed on the cuff of tracheal tube. The holes were observed as a longitudinal tear surrounding surface disruption. Functional testing, performed by immersing the tube in water and slowly inflating the cuff, confirmed that a leak could be observed when air bubbles escaped. A device history record review was performed, and no relevant findings were identified. The nature of the tear suggests mechanical damage, potentially caused during handling, or insertion, which may compromise the cuff's ability to inflate and deflate. However, the root cause of the defect remains undetermined at this stage.

Event description:
It was reported that: "customer reports physician placing the dlt, and found the cuffs leaking. They tested a second one, and it leaked as well. The 3'rd worked." Associated complaints 8040412-2025-00184 and 8040412-2025-00188.